Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device then underwent functional testing, including priming, pressure and clear passage under water testing and a leak was observed between the assembly of the tubing ad the drip chamber in both samples. Pull testing between the tubing and drip chamber was performed and the results were satifactory. The set was within dimensional specifcations. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cuase is associated to the solvent applicaton to the joint. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked from an unspecified location. The set was filled with cytoxan. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.